Event description:
Complainant alleged that while treating a patient (age & gender unknown), the device displayed a "compressor fault 2001" error message. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including stress testing of the device with a known good test circuit and test lung without duplicating the report. An internal inspection found no discrepancies. Review of the clinical file revealed the fault relates to a failure in communication between the compressor and oxygen delivery system when high-pressure oxygen is available, requiring the user to increase fio2 to 100%. Once acknowledge, the alarm changes from medium to low priority. The user followed on-screen instructions and increased the fio2 to 100%, allowing the device to continue functioning with the alarm present until powered off. Supplementary oxygen was available during this time. The device was found to be functioning as intended. We suspect the patient coughed which triggered the user advisory. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.